Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that during a normal device change out, the physician observed an insulation fracture on this right ventricular (rv) lead. The physician then opted to replace this lead. This rv lead was surgically abandoned. No adverse patient effects were reported.